Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder uploaded to 50% then beeped then it got to 100% and then failed. The technical support had the customer reboot the computer and try a different usb port and cable but it continued to fail. The technical support will attempt to recover the study from the recorder. The technical support emailed the customer of the data recovery failure. There will be a repeat procedure necessary due to the alleged device malfunction and a need for additional anesthesia. There was no patient or user harm.

Manufacturer narrative:
Device evaluation: the recorder was received for evaluation data on the recorder was corrupted confirming the customer¿s report. A root cause of the data failure could not be determined. A review of the DHR indicated that this serial number was released meeting all specifications. We were unable to confirm the customer¿s report or determine the root cause of the incident. If information is provided in the future, a supplemental report will be issued.